Manufacturer narrative:
The instrument was not returned, so no analysis was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the tip of the passive probe ball chip was deformed. There was no patient present when this issue was identified.

Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that the tip of the returned passive probe was slightly bent. However, with markers attached and fully seated, the probe returned good geometry and divot error readings. Analysis found that the reported event was related to physical damaged. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.